Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet following intake of a cinnamon roll and a meal at a restaurant, with the highest blood glucose recorded at 393 mg/dl and an initial value of 330 mg/dl; meal announcements were provided but were likely insufficient to cover carbohydrate intake during early pump adaptation. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery with correction dosing and downward glucose trend without hospitalization. Investigation included review of reported glucose data, user meal announcement practices, and education on device use. Investigation of this case revealed user-related factors, including underestimation of meal size and the learning period for the automated insulin dosing algorithm, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement accuracy during initial pump use.